Event description:
On (B)(6) 2009, the pt underwent treatment of an abdominal aortic aneurysm with two gore excluder aaa endoprostheses. On (B)(6) 2013, f/u imaging identified a proximal type I endoleak and an aneurysm enlargement of 1 cm. On (B)(6) 2013, an intervention was performed to treat the proximal type I endoleak and aneurysm enlargement whereby, two aortic extender components were implanted to provide proximal extension up to the level of the superior mesenteric artery. During the intervention the renal arteries were intentionally covered and a bypass procedure performed. Final angiography showed resolution of the endoleak and the pt tolerated the procedure. Reportedly, the physician stated he believes the cause of the endoleak was dilation of the aortic neck and loss of wall apposition of the trunk-ipsilateral leg component.

Manufacturer narrative:
The review of the mfg paperwork verified that this lot met all pre-release specifications. Additional device implanted and involved in this event: pxc141000/06667972.